Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error unexpectedly. The customer's blood glucose reading was 140 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform the functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacements test due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a faded and stained serial number label. The pump was received with minor scratches on the lcd window, case and keypad overlay.